Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver normal saline at a rate of 100ml/hr and was connected to an unspecified extension tubing set. After an unspecified length of time in use, unspecified concentrations of daunorubicin and vincristine were delivered IV push through the y-site of the tubing set. The customer contact reported an unspecified volume of daunorubicin leaked from the connection of the male adapter and the extension tubing set. There were no reported adverse effects to the patient or the healthcare professional. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.